Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having multiple problems with leaky infusion sets. The blood glucose reading was 138mg/d at time of call. The customer stated that the insulin pump is delivering too much insulin. Troubleshooting was declined and the customer requested a replacement. No further information was provided.